Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the test well images on the galileo neo instrument at the customer site on (B)(6) 2014. The customer returned donor blood samples to the immucor laboratory for investigation, which yielded equivocal results when tested against retention product on (B)(4) 2014. The testing at the customer site with capture-r ready-screen (pooled cells) on the galileo neo instrument was unexpectedly negative. The immucor laboratory also tested retention product on (B)(4) 2014 with known antisera, and the retention product performed as expected.

Event description:
On (B)(6) 2014, a customer reported an unexpected negative antibody screen when using capture-r ready-screen (pooled cells) on a galileo neo instrument. The blood sample testing took place on (B)(6) 2014.